Manufacturer narrative:
Correction: section d - model, catalog, serial and UDI numbers; h10 manufacture date. Correction: section d - model, catalog, serial and UDI numbers; h10 manufacture date.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump wake button was intermittently unresponsive. When pump was plugged into a power source the button functioned as expected and the touchscreen display turned on and off easily. Customer's blood glucose was 122 mg/dl. Customer reverted to using an alternate method of insulin therapy.